Manufacturer narrative:
The device associated with this reported event was not returned for examination. A complaint database search against the provided product code did not identify and trend of missing "o" ring components. The investigation could not identify or verify a root cause about the reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Before reaming with this reamer we noticed the stem trial would not lock on. The red rubber o-ring was not in the reamer. This does not allow the stem trial to lock on securely.